Manufacturer narrative:
Testing and investigation found corrosion on the positive battery contact j104 on the middle pwa and battery compartment. The cause of the corrosion was leakage from the disposable aa batteries. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, leakage from the disposable batteries was noted in the battery compartment of the device. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.